Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The allegation of under infusion was not evidenced through review of the event history log or reproduced during evaluation. The device was found to deliver within specification during flow testing.  Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The facility handed a baxter representative a user facility medwatch form. The form contained these additional details related to the event. The pump was set to infuse 500ml fluid bolus out of 1l bag over 30min but was noticed that the intravenous (IV) bag was still full when the nurse went into the room to hang the next medication. No other additional information provided.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy (medication, dose, programmed amount and delivery rate unknown) using unspecified tubing, bag, and set. The problem was found in the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No other information is available.